Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin c5 system displayed an error message during priming when the user was performing the first test. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative replaced the engine boards and tested the unit. No further issues were discovered. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin c5 system displayed an error message during priming when the user was performing the first test. There was no patient involvement.

Manufacturer narrative:
Unique identifier (UDI) number: (B)(4). Livanova (B)(4) manufactures the c5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The pcb's were requested and returned to livanova (B)(4) for detailed investigation. According to inspector the reported issue was reproduced and confirmed. It was caused by a defective component, namely diode d8 on the pcb hmf 0408 motor endstage. After replacement of this diode no further issues were identified. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. Livanova (B)(4) will continue to monitor the market for trends related to this type of issue.